Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. Reportedly, the pump had a battery life issue, there was moisture behind the display and the threads were stripped on the battery compartment and cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 09/28/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/31/2016 with the following findings: a review of the black box data showed evidence of short battery life. A visual inspection of the pump showed that the battery compartment was cracked with damaged threads. Evidence of moisture was observed behind the display. The returned battery cap had damaged threads and was unable to fully tighten on to the pump. The pump failed a leak test at the battery compartment. The pump¿s current draws were found to be above specifications. The pump cover was opened and moisture contamination was found on the transceiver board and printed circuit board. The transceiver board was unplugged and the current draws returned to specifications.